Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Unable to perform the displacement test due to blank display. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's display was blank after recently being exposed to water. Blood glucose level at the time of the incident was 120 mg/dl. The caller also reported that the insulin pump was cracked at the top, right corner. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.